Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was moisture behind the display screen. There was no allegation that the display screen was not legible and there was no indication that there was any damage to the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2016 with the following findings: investigation revealed a casing leak due to a crack in the pump casing near the display. Additionally, there was evidence of moisture contamination found inside the pump on the continuous glucose monitor board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.